Manufacturer narrative:
The lot was manufactured december 5, 2017 ¿ december 6, 2017. The device was received for evaluation containing approximately 80 ml of drug fluid in the bladder. A visual inspection was performed and it was noted that the fill port cap was not returned for evaluation; therefore, evidence of a crack at the fill port could not be evaluated. However, it was observed that a broken non-baxter filling syringe tip was stuck inside the device fill port (not part of the cap, as had been reported). The cause of the broken syringe tip could not be determined. During normal filling the syringe tip does not break, this type of filling the device where syringe tip is broken is a customer use technique which goes against product design and instructions for use and is considered use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one small volume intermate cracked at the fill port while opening and part of the cap stayed in the port. The event occurred prior to use. The 100 ml/h unit was filled with 80ml of normal saline. There was no patient involvement. No additional information is available.